Event description:
It was reported that the implantable cardioverter defibrillator was found in back up operation during a pulsified field ablation. Programming changes were performed. The patient was in stable condition.